Event description:
It was reported that during implant it was impossible to deploy the lead's the helix in the atrium. The physician also tried on the table and saw that the helix went out partially after thirty turns and then completely out with a few turns more. The lead was not used and was replaced with a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.